Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose (bg) level was not impacted by the alarm 19. The customer reported a bg level of 240 mg/dl, which was addressed with an injection. Reportedly, the contact did not ask if the customer followed the on-screen instructions. It was confirmed that the customer had insulin shots available as alternate insulin therapy.